Event description:
It was reported that during a procedure for multiple areas of stenosis, the doctor was able to advance the balloon to the intended site in the innominate vein. An 8f balloon and a 0.035 guide wire was used for the procedure. The balloon was inflated up to 10 atm of pressure and then deflated only the one time. The doctor then attempted to pull the balloon back through the sheath, but it would not fit in the sheath completely and 1/2 inch of it was sticking out. The doctor could not advance it either way, so the guide wire was left in place and the system was removed from the patient. The procedure was completed with another pta device without difficulty. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was returned and remained inserted through the introducer. The sample was visually evaluated and the balloon was removed back through the existing introducer with no difficulty. A new 6f avante introducer was then used to test introducer passage. The balloon was inserted, inflated, deflated and removed back through the introducer with no difficulty. The result of the evaluation is unconfirmed. Unable to duplicate or confirm the complaint. Root cause unknown.